Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that the user unable to retrieve medication from the station. A technical support specialist (tss) signed out from the application. After retrying, the user was able to dispense the medication without any issues. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, medication was not dispensed after issued. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, medication was not dispensed after issued. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.